Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent multiple occlusion alarms. Blood glucose was in the 300s mg/dl and insulin injections were administered. As the events occurred in the past, tandem technical support was unable to determine a cause of the occlusions. The customer reverted to using a backup insulin therapy and declined tandem technical support's offer to troubleshoot.

Manufacturer narrative:
(B)(4).